Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue resurfaced.